Event description:
A (B)(6) male presented for a nanoknife ablation of a lesion located on his mandible. During the procedure, it was noted that there was a red flashing light visible under the patient's skin where the probe was placed. The treating physician attributed the visible light to the location of the squamous cell carcinoma. One of the treatment probes was placed less than 5mm away from the skin due to the location of the squamous cell carcinoma. The lesion was growing off the mandible and had invaded most of the jaw and under the tongue. The procedure was successfully completed with no reported complications. There was no reported harm of injury to the patient due to this event.

Manufacturer narrative:
There was no indication of a device malfunction or a product problem. The treating physician was satisfied with the ablation with no complications being reported. This report is not being submitted for a product problem but rather to report that due to the location of the lesion, a red flashing light could be seen under the skin at the probe entry sight. This was attributed to the location of the lesion and placing the probe less than 5mm, from the skin layer. The nanoknife system includes single use electrode probes and generator. No component of the system was returned to angiodynamics, therefore, a device evaluation was not conducted in regards to this event. A review of service orders for generator (sn (B)(4)) used during the case noted that an operational verification (ov) was successfully performed on (B)(4) 2010. No issues were noted. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).